Event description:
The customer states that one patient generated an architect c8000 creatinine assay result of 8.8 mg/dl. The customer was transferred to another facility to undergo kidney dialysis since no previous history was available on the patient. At the dialysis center, a new sample was drawn from the same patient and a creatinine result of 1.3 mg/dl was generated. The dialysis was cancelled as the patient also had a normal urea nitrogen result. A new reagent kit was placed into use the following day with a successful calibration performed and controls within specifications. A sample from this patient generated results of 8.0, 8.0, and 1.5 mg/dl. A service call was initiated.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.